Manufacturer narrative:
A specific root cause could not be identified. Since the sample was no longer available, the investigation could not be completed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys troponin I stat immunoassay (troponin I stat). It is not known if erroneous results were reported outside of the laboratory. The initial troponin I stat result from the e411 instrument was 0.460 ng/ml with a data flag. The customer questioned this result because the patient's troponin t hs stat and creatine kinase-mb results from the e411 instrument were normal. On (B)(6) 2016 the customer repeated the sample on an abbott architect instrument and the troponin I result was 0.51 pg/ml with a data flag. No adverse event occurred. The e411 instrument serial number was (B)(4).